Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "the screw was inserted at t1 pedicle. After taking fluro shot dr. (B)(6) wanted to change the position. The adjusting screw driver was first used, but would not engage. Next the screwdriver was attached but would not engage at this point. It is believed the hex of the screw was stripped. A diamond burr was used to drill the side of the screw head. Screw was removed. Remainder of screw was turned out by vice grips. A 4.5 x 20mm oasys screw was then used."